Manufacturer narrative:
(B)(4). Batch # u5ax0m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the knife moved forward all the way, but stopped on the way back to home position at the third firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.